Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the fms duo has a loose foot pedal connector and is working intermittently, was confirmed. It was found that broken screws in stand-offs were causing the loose foot pedal. There were also minor scratches on the device identified during decontamination. The service of the device was however declined and was placed into long-term hold as it was not needed for the equipment exchange pool use. The broken screws and the minor scratches on the device are a result of user mishandling of the device or a probable fall. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that the fms duo®+pump/shaver unit device had a loose foot pedal connector. It was further reported that the pump would work but had intermittent issue. During in-house engineering evaluation, it was determined that the device had broken screws in stand-offs causing the loose foot pedal. There was no procedure involved. No additional information was provided.